Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. All impedances were within normal limits when measured on (B)(4) 2011. No surgical intervention had occurred, though it was possible that the hcp would remove the interstim or place it deeper into the tissue. The patient didn't want to use the device due to the possibility of a repeat shocking experience. It was reported that there was no patient injury.

Event description:
It was reported that the pt was experiencing a shocking or jolting sensation which was experienced during lightning storms with the device turned on or off. The event occurred last saturday/sunday and last evening when it was storming. The grounding in the pt's home was okay. The pt also experienced exposure to a theft detector or security gate at lowes when the device was turned on. Additional info was requested.